Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h6, and h11. D4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned; therefore, visual and dimensional evaluations were not performed. Medical records were not provided. Radiographs were provided and assessed but not sent for mmi. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. The root cause can be attributed to the use of incompatible implants, if the bearing 183422 (63/67mm) was used with 141215 (79mm) tibial tray the bearing would not be securely captured on the tray. This incompatibility could damage the bearing and result in excessive wear, damage and fracture of the bearing. This complaint is confirmed through the returned product analysis. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Manufacturer narrative:
(B)(4). D10-medical product vngd cr tib brg 12x63/67. Item# 183422. Lot# b416540. Biomet tibial locking bar. Item# 141205. Lot# 66365811. Vngd ant stblzd brg 16x67. Item# 189046. Lot# 66347376. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to ligament laxity. There is no additional information available.